Manufacturer narrative:
D10 concomitant products: gia80mtc, cartridge gia80mtc medthk tristp (lot#: n3h2106uy) gia80mtc, cartridge gia80mtc medthk tristp (lot#: n3h2106uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after a few days of reconstruction of gastrointestinal transit, the patient had content leakage in the cavity and failure was observed throughout the length of the staple. It was also noted that the patient was re-admitted to the hospital to address the reported staple line content leakage and perform colostomy. The surgeon used another device from a different manufacturer. The patient remains hospitalized for further observation.